Event description:
It was reported that the patient experienced chest pain and presented to the clinic for follow-up. It was noted that the right ventricular lead exhibited loss of capture, high pacing impedance and failed to sense. The lead was explanted and replaced. The patient was recovering post-procedure.